Event description:
It was reported that the safety bar broke when unloading a cot. The operator allegedly sustained a strain. The pt reported injury but the extent of the injury is unknown.

Manufacturer narrative:
The device exceeded it's product life by 9 years. It is likely that cyclical fatigue contributed to reported failure.